Event description:
The pt's attorney contacted valleylab refgarding a burn that occurred during a laparoscopic endometrial procedure. The burns were "second and third degree" and additional corrective surgery is necessary.